Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The unit completed priming stage with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during priming step of the peritoneal dialysis therapy. The patient stated that there was a leak on the tube underneath the cap, which was away from the drain line. There was no patient injury or medical intervention associated with this event. No additional information is available.